Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. The customer reverted to an alternate method insulin therapy. Reportedly, the customer went to the emergency room with a blood glucose level of 275 mg/dl. The customer was treated with intravenous fluids of saline and insulin. Treatment resolved the issue and there was no permanent damage. At the time of the report with tandem technical support, customer was still admitted to the ER and declined further follow-up to obtain a release date.